Manufacturer narrative:
Investigation in progress. Device not returned.

Event description:
Revision due to loosening. Patient underwent left total shoulder arthroplasty on (B)(6) 2013. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2014 due to loosening. Tm glenoid is the only tmt design control part.

Event description:
It is reported that the patient underwent a left shoulder arthroplasty revision to address glenoid loosening, pain and loss of range of motion approximately one (1) year post-operatively. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.